Manufacturer narrative:
The local are field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing which resulted in inappropriate atrial tachy response (atr) episodes. Subsequently, the pacemaker declared a lead safety switch (lss) due to low out of range (oor) pacing impedances on the ra lead, measuring less than 200 ohms. Boston scientific technical services (ts) reviewed the presenting electrogram (egm) and indicated there may also be loss of capture (loc) based on the intermittent appearance of possible retrograde p-waves. Ts recommended performing isometrics. This ra lead remains in service. No adverse patient effects were reported.